Event description:
Patient positioned prone on the cervical wedge positioner for radiofrequency ablation of right c3-c6. The multigen 2 generator made by stryker was recently bought and put into use for the first time on friday [date redacted] for a procedure. Serial number is [redacted], ref 8400-000-000 trimed equipment ID # [redacted]. Dr inserted 3 needles in the left side of patient's neck under fluoroscopy and attempted to start the devervation procedure. The screen is operated under touch control and when the dr. Tried to start the ablation the unit "froze" and the screen would not advance. One nurse in the room stated that the same thing occurred on friday [redacted date] with another dr. We powered off the unit and turned it back on to resume the procedure. Once again, the screen froze. On the second reboot an error came on the screen stating that there was a generation failure and said to turn it off again and turn it back on. This occurred one more time before the procedure was able to be completed. This machine was used on a total of 4 patients today and it only malfunctioned on this one case.